Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information has been received by medtronic medical affairs via the physician as follows; recurrence then proved with repeat endoscopic ultrasound-guided fine needle aspiration biopsy in (B)(6) 2017. The patient developed mild post procedure pancreatitis after the fna in 2016, which required a short hospitalization. The patient had imaging and blood work at that time which confirmed pancreatitis. This patient received adjuvant chemotherapy. The suspected seeding was not removed surgically and no dedicated imaging was performed due to the suspected seeding.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a device was used in a case where the physician suspected tumor seeding on pancreatic lesions. The patient presented with a lesion in the wall of the stomach on the lesser curvature which is also compatible with the biopsy tract. The patient was found to have biopsy proven adenocarcinoma. The pancreatic lesion was noted in the body/tail of the patient and a trans-gastric approach was used for biopsy. The physician performed two passes, and he used two separate needles for the first two passes. The patient presented with the suspected seeding an estimated approximately three to four months ago.